Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use, the needle on the bd insulin syringe with the bd ultra-fine¿ needle 1 ml 31 g x 5/16 broke off in vial of insulin. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: customer returned (1) syringe in an open poly bag from lot # 7037941. Customer states that the needle broke off into the vial as she was drawing the insulin. The returned syringe was examined and exhibited a detached cannula. The sample was examined under the microscope and exhibited adhesive runoff onto the hub. Little adhesive was observed inside the hub. The loose cannula was returned in the shield of the syringe. The loose cannula was also examined under the microscope and exhibited adhesive on the cannula shaft. Sample will be forwarded to manufacturing (holdrege) on 10nov2017 for further review. Bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff). A review of the device history record was completed for batch# 7037941. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) defects noted during the production of these batches. One (1) notification [200682096] was found for an unrelated incident noted during production. Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. (B)(4) has been opened to address this issue.